Event description:
It was reported by the patient that the patient has swelling of the muscle under the implantable pulse generator (ipg), pain and discomfort six months post implant. It was also reported that the ipg "never embedded correctly". Follow up information was attempted, however, was unable to be obtained. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.